Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat pain and limited mobility due advanced end-stage osteoarthritis. The surgeon notes the patient sustained an injury at the age of 14 that caused life-long progressive knee damage. Intraoperative findings identified complete loss of the medial joint space, natural varus tibiofemoral malalignment, and a degraded acl that was removed. The patella was resurfaced and depuy cement x 1 was utilized. The procedure was completed without complications. Patient received a revision of the right knee to treat pain and walking difficulty secondary to tibial tray loosening. The femoral component was well-fixed but revised. The tibial tray was loosened and debonded at the cement to implant interface. There was no reported product problem with the explanted tibial insert. The patella was well-fixed and retained. The patient received competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2018. Dor: (B)(6) 2019. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.